Event description:
A report was received from the USA indicating that during an unspecified patient procedure, the device generated constant high pressure alarms. The patient was removed from the device and another device was used. The suer facility reported the high inspiratory pressure (hip) was raised from 40 to 50 to reset the hip. There was no report of patient harm or injury.

Manufacturer narrative:
The user facility respiratory therapy manager indicated they inspected and tested the device with a test lung bag. The device passed extended self-test (est) and the short self-test (sst). The event could not be duplicated by the user facility. The service history record for this device was reviewed fro similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Covidien reference: (B)(4).